Manufacturer narrative:
D9: device available for eval yes. D9: returned to manufacturer on: 17may2024. H.6. Investigation summary: unconfirmed: bd could not confirm the reported condition. Unconfirmed: bd could not confirm the reported condition.

Event description:
It was reported the bd ultrasafe plus¿ 2.25 ml passive needle guard syringe's safety gurard was not activating. Reporter describes the issue ""I wanted to report a product quality issue with a buvidal 128, with a particular batch. We¿ve had 3 syringes not retract, it appears that the spring is not working. So that the syringe inside with the needle falls out. The whole inside thing falls out. We go through about 40 a month, and it¿s a particular batch. All occurred on different dates and its all happened in the last 3 weeks. We had one yesterday (17-apr-2024) and 2 were the week before. All patients got their dose. With one (faulty injection) the manager stilled managed to inject (full dose) but retracting was very difficult. I¿m not 100% sure what happened with the others. I have one syringe available. ¿. I¿ve got and hand it to hps coburg to send it on if you require that. ¿. When I pick up the faulty syringe, the whole internal syringe falls out with the needle and everything. Normally the syringe hold everything together. I think the issue is with the spring." We requested the available sample and it arrived yesterday. We have previously received complaints with the error ¿syringe falling out of safety device¿, and the cmo of the finished product has done an extensive investigation without being able to link the root cause to the manufacturing (assembling) of buvidal. As a next step in finding the root cause, we would like you to examine the safety device including finger flange regarding dimensions etc.. The syringe will be sent to its manufacturer for the same reason. Please let us know how to proceed.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultrasafe plus¿ 2.25 ml passive needle guard syringe's safety gurard was not activating. Reporter describes the issue ""I wanted to report a product quality issue with a buvidal 128, with a particular batch. We¿ve had 3 syringes not retract, it appears that the spring is not working. So that the syringe inside with the needle falls out. The whole inside thing falls out. We go through about 40 a month, and it¿s a particular batch. All occurred on different dates and its all happened in the last 3 weeks. We had one yesterday (17-apr-2024) and 2 were the week before. All patients got their dose. With one (faulty injection) the manager stilled managed to inject (full dose) but retracting was very difficult. I¿m not 100% sure what happened with the others. I have one syringe available. ¿. I¿ve got and hand it to hps coburg to send it on if you require that. ¿. When I pick up the faulty syringe, the whole internal syringe falls out with the needle and everything. Normally the syringe hold everything together. I think the issue is with the spring." We requested the available sample and it arrived yesterday. We have previously received complaints with the error ¿syringe falling out of safety device¿, and the cmo of the finished product has done an extensive investigation without being able to link the root cause to the manufacturing (assembling) of buvidal. As a next step in finding the root cause, we would like you to examine the safety device including finger flange regarding dimensions etc.. The syringe will be sent to its manufacturer for the same reason. Please let us know how to proceed.